Event description:
At time of surgery achieved primary stability but at time of restorative implant did not have bone integration.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.